Event description:
Customer reported that the insulin pump alarmed motor error during prime. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Customer also reported that the insulin pump alarmed unexpected restart. The alarm history was checked and an external ram error and displayable history failed alarms were found. Customer declined to replace the insulin pump; he switched to his old device. Blood glucose value is 101 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.